Manufacturer narrative:
Abbot diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss. Attempted to replicate the reported issue using a similar configuration of samsung galaxy a52 with android 13 for app version 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung a23 with android operating system version 13 and app version 2.10.1.10406. The low or high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced weakness and was unable to self-treat, requiring non-hcp third-party administration of sugar for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung a23 with android operating system version 13. The low or high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced weakness and was unable to self-treat, requiring non-hcp third-party administration of sugar for treatment. There was no report of death or permanent impairment associated with this event.